Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. The first proglide (part# 12373-03, lot# 950056h) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found all components in pre-deployed position, contraindicating the reported experience of sutures tightened down and not achieving hemostasis. The returned device indicated that hydrophilic coating was present throughout the sheath. There was dried blood at the posterior needle slot, suggesting that the device might have been introduced into the patients anatomy. During lab testing, guide wire insertion, luminal marking, needle deployment, and suture retrieval were successful as designed. Based on our investigation, the device performed according to specification and a root cause for the reported event related to the device could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an unspecified operator, therefore, unknown if trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide was attempted, however, when the sutures were tightened down, hemostasis was not achieved. Manual compression was held for approximately 20 minutes to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.